Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to the bile duct to treat a stricture during a gastroscopy procedure performed on an unknown date. During the procedure, the axios stent was successfully placed; however, the stent subsequently migrated into the small bowel and caused a perforation. The patient passed away on an unknown date. In the physician's assessment, the patient's death was a result of perforation. Note: it was reported that the axios stent was intended to be placed to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a stricture. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1006 captures the reportable event of small bowel perforation. Imdrf impact code f02 captures the reportable event of death.